Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button on the insulin pump was responding intermittently. Blood glucose value was 573 mg/dl; treated with manual injection. The customer stated the insulin pump had an alarm clock alert that he could not clear due to the unresponsive button. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.